Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was any medication prescribed? Please specify? Was any surgical intervention performed? Please specify? Was a new surgery performed to correct your condition? If yes, date and name of the procedure? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. Patient had a severe allergic reaction. Surgeon used this glue on about a metre of her body, groin to knee & underarm to bra line. Immediately after her surgery she had a severe allergic reaction. Additional information has been requested.